Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: pump settings indicate alert sound set to 'h' (high) during investigation. The pump alerts with auditory and vibratory alarms. The total daily dose history was reviewed from (B)(6) 2011 to end of pump use on (B)(6) 2011. The daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. Pump accurately delivers 2.00 units/hr for 29-hr period. There was no delivery related malfunctions observed during investigation. Unrelated to the complaint, the up button was torn and ok button was peeling on the keypad. There was contamination found under the keypad. In addition the up button contact was misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter claimed that her blood glucose became elevated to 494 mg/dl after she slept through the replace battery alarm at 11:04 pm on (B)(6) 2011. Reportedly, she woke up at 4 am on (B)(6) 2011 with symptoms of nausea and large ketones and discovered that the animas pump had no power. The patient subsequently took an insulin injection, replaced the battery on the animas pump, and resumed the pump. Her blood glucose was lowered to 50 mg/dl at lunch time. The patient then ate carbohydrate to bring her blood glucose back up. During troubleshooting, the animas representative noted that the animas pump alarm history showed a low battery alert on (B)(6) 2011 at 8:42 am and 8:22 am. Since she did not change the battery during the day, the battery had drained by 11:04pm. When she received replace battery alarm, the alarm likely did not have enough battery power to get louder and louder and vibrate. This complaint is being reported because the patient allegedly had symptoms that can be suggestive of hyperglycemia after the patient did not replaced the battery on the animas pump accordingly.